Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of an over infusion was not confirmed or replicated. The event logs showed the pump module ran for a total of 2 hours and 27 minutes. A patient side occlusion alarm occurred twice; the first alarm was at 2 hours and 15 minutes into the infusion and the second time at 2 hours and 23 minutes into the infusion. The unit was shut off four minutes later showing a total of 1.665 ml primary volume infused. Visual inspection of the pump module observed the door latch/sear was misassembled causing a misalignment and damage. The door latch/sear was also identified as a 3rd party replacement part, not a carefusion part. The latch pivot screw assembly was also loose (backed out) which caused damage to the door latch assembly. Prior investigations have found that 3rd party door latch/sear parts do not consistently close the safety clamp when the door is opened, allowing for a free flow condition; however this was not replicated during functional testing. The root cause of the reported over infusion could not be determined.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the bag of zofran (24mg/24ml) programmed to infuse at 0.7ml/hr was discovered complete approximately 3 hours later when the pump alarmed. The physician was notified. The physician's order, pharmacy's drug label (volume and concentration), and pump programming were all verified as accurate. No patient harm reported.